Manufacturer narrative:
(B) (4): the instrument was returned for eval. Visual examination confirms the inferior tang is broken off. Microscopic examination of the fracture surface suggests a fairly brittle fracture; the direction of fracture initiation consistent with excessive bending force, due to rotation of the inserter. The above observations are consistent with instrument misuse, due to rotation of the inserter, resulting in excessive bending force and subsequent breakage of the tang. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the stabilization prong broke off during the procedure, but the prong was immediately retrieved. No pt complications were reported.